Event description:
The customer reported being hospitalized due to high blood glucose of more than 700mg/dl. It was stated that the insulin pump was alarming no delivery when she arrived at the hospital. The customer stated that she changed the infusion set several times and the alarm continued. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.